Event description:
The reporter stated that basal rate changes made at the patient's health care provider's office would not save in the pump. There is no further information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and pump history for the reported basal rate issue on (B)(4) 2011 was not available for review; the pump was in use until (B)(4) 2012 overriding the pump history for 2011. The pump was exercised for 24 hours on a 1 unit per hour basal rate and basal rates were able to be changed and saved. The reported basal rates not saving could not be duplicated or verified in the pump history.